Event description:
Summons & complaint states that following breast surgery to remove silicone implants, pt's incisions became infected resulting in scarring and disfigurement. Add'l medical intervention or treatment was not identified.